Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage ii implant procedure, impedance testing initially displayed normal values. However, a few minutes later, measurements showed more than 10,000 ohms on all combinations from contact 0. The lead and extension connection were disconnected and reconnected, and impedance values returned to normal. A subsequent test again showed >10,000 ohms on contact 0. After multiple disconnects and reconnections of the extension, the intermittent impedance issues persisted. The surgeon opted to replace the extension. Following the implantation of a new extension, impedance values were consistently normal across 15-20 tests. No environmental or external factors were identified as contributing to the issue. The issue was resolved, and no further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-aug-20 mpxr 1336145 (rep, hcp): it was reported that during a stage ii implant procedure, impedance testing initially displayed normal values. However, a few minutes later, measurements showed more than 10 ,000 ohms on all combinations from contact 0. The lead and extension connection were disconnected and reconnected, and impedance values returned to normal. A subsequent test again showed >10,000 ohms on contact 0. After multiple disconnects and reconnections of the extension, the intermittent impedance issues persisted. The surgeon opted to replace the extension. Following the implantation of a new extension, impedance values were consistently normal across 15-20 tests. No environmental or external factors were identified as contributing to the issue. The issue was resolved, and no further information is available from the healthcare professional.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the extension was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.